Event description:
It was reported that the right ventricular lead configuration has high thresholds. The lead configuration consists of two unipolar epicardial leads. The leads are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.